Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a perforation in a de novo, moderately calcified, moderately tortuous left anterior descending coronary artery. The 2.80x26 graftmaster covered stent failed to cross due to anatomy. A new 2.80x26 graftmaster covered stent was used to successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.